Manufacturer narrative:
Additional information: it was stated that there was a misuse from the doctor. Correction: the balloons used to pre-dilate the lesion were sizes 2x10mm and 3x15mm. Annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a non-tortuous, non-calcified lesion with 90% stenosis in the left circumflex (lcx) artery. The lesion was pre-dilated with multiple balloons to 14atms. It was reported that after multiple dilations of the ostium of the lcx the stent failed to cross through the struts of the previously deployed resolute onyx stent in the left main (lm) to left anterior descending (lad) artery. The procedure was not completed. A non-medtronic guide catheter and non-medtronic guidewires were used. It was reported that the patient passed away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.